Event description:
Patient hemolysate samples tested for glucose with values below the measuring range did not give data flags. The low end of the measuring range for the glucose hemolysate test is 3.5 mmol/l. User provided the following examples which did not give data flags and were below this range: 2.74 mmol/l, 2.81 mmol/l, 2.86 mmol/l, 2.73 mmol/l, and 2.83 mmol/l. No information provided to determine if results were used to guide therapy. The investigational unit verified the customer complaint. The application has been updated to include the defined measuring range.